Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of uterus/migration of the essure device") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "six failed attempts were made to place the left side". The patient's concurrent conditions included nausea, bloating, muscle cramps, itching, burning sensation, discharge, endometriosis and ovarian cyst. Concomitant products included ibuprofen since 2016. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and infection ("infection"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant pian") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (diagnostic laparoscopy, single-site da vinci hysterectomy and bilateral salpingectomy). At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain lower and pelvic adhesions had resolved and the genital haemorrhage, pelvic pain and infection outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, genital haemorrhage, infection, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: soon after I recovered from surgery, all symptoms and injuries resolved. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, uterine perforation, most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical record received: reporter, concomitant disease, historical condition, patient demographic, essure removal date (B)(6) 2016, essure lot number b61389, events (perforation (fallopian tube(s)), perforation (uterus), pelvic adhesions, six failed attempts were made to place) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of uterus/migration of the essure device/malposition of essure device") and genital haemorrhage ("bleeding") in a 36-year-old female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "six failed attempts were made to place the left side" and device monitoring procedure not performed "not undergone any essure confirmation test". The patient's concurrent conditions included nausea, bloating, muscle cramps, itching, burning sensation, discharge, endometriosis and ovarian cyst. Concomitant products included ibuprofen since 2016. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and infection ("infection"). On (B)(6) 2016, 2 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant pian") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (diagnostic laparoscopy, single-site da vinci hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain lower and pelvic adhesions had resolved and the genital haemorrhage, infection and reproductive tract disorder outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, genital haemorrhage, infection, pelvic adhesions, pelvic pain, reproductive tract disorder and uterine perforation to be related to essure. The reporter commented: soon after I recovered from surgery, all symptoms and injuries resolved. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event: reproductive system disorder or condition, not undergone any essure confirmation test and patient information were added. Outcome for the events pelvic pain and abdominal pain lower updated to recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Tis spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of uterus/migration of the essure device/malposition of essure device") and genital haemorrhage ("bleeding") in a 36-year-old female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "six failed attempts were made to place the left side" and device monitoring procedure not performed "not undergone any essure confirmation test". The patient's concurrent conditions included nausea, bloating, muscle cramps, itching, burning sensation, discharge, endometriosis and ovarian cyst. Concomitant products included ibuprofen since 2016. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and infection ("infection"). On (B)(6) 2016, 2 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant pian") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (diagnostic laparoscopy, single-site da vinci hysterectomy and bilateral salpingectomy) and surgery (diagnostic laparoscopy, single-site da vinci hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain lower and pelvic adhesions had resolved and the genital haemorrhage, infection and reproductive tract disorder outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, genital haemorrhage, infection, pelvic adhesions, pelvic pain, reproductive tract disorder and uterine perforation to be related to essure. The reporter commented: soon after I recovered from surgery, all symptoms and injuries resolved. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, uterine perforation, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and infection ("infection"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain and infection outcome was unknown. The reporter considered device dislocation, genital haemorrhage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.